Manufacturer narrative:
Intended behavior: during donor screening, the dis donor screening module performs an automated cross-donation check by interfacing with the cross donation check system (cdcs) after creation of the plasma bleed number (pbn). This check is conducted for all donors (applicant and non-applicant) and evaluates whether a donor has made donations at non-biolife centers or has donated plasma more frequently than permitted under applicable donation frequency requirements. Based on the results returned by cdcs, the system may prompt additional donor eligibility review and/or donor deferral. To ensure appropriate follow-up of cdcs results, dis includes an additional quality control measure, the quality assurance checklist 2 (qac2) report. The qac2 report is generated on the day of donation or the following day and identifies applicant donors for whom a cdcs check was not successfully completed. The report prompts center personnel to perform a manual cdcs evaluation and take appropriate follow-up actions, including donor deferral when warranted. This secondary review process serves as a compensating control to ensure donor eligibility is appropriately assessed when an automated cdcs check is not performed. Observed issue: on (B)(6) 2026, during review of the qa checklist 2 report (qacheck2.rpt), center personnel identified an applicant donor whom the dis donor screening module (v8.1.0.43) had flagged for a manual cdcs check; however, the donor proceeded through the donation process without either an automated or manual cdcs check being performed. Root cause investigation: on (B)(6) 2026, a code review of the donor screening (v8.1.0.43) module determined that the cdcs check is executed only when explicitly triggered by the front end after a successful donation database synchronization (under 20 sec). If the synchronization exceeds 20 seconds, donation creation fails because of a timeout. In that circumstance, the front end does not call the cdcs endpoint and no cdcs inquiry is performed. Consequently, the controls intended to prevent the donor from advancing through donation process are not triggered. The code review determined that this condition was introduced with the deployment of the dis donor screening module v8.1.0.43, which was initially piloted on (B)(6) 2025, and fully deployed to all centers on (B)(6) 2026. The donor screening module relies on the user interface to trigger the cdcs check only after receiving a successful donation creation response. Because the database synchronization exceeded the 20-second timeout window, the response was returned as a failure, and the user interface did not initiate the cdcs check. A review of the dis database to determine the extent of the issue was initiated on 6/17/2026 for donors without a cdcs check. The impact is still being determined and a follow up will be submitted when finalized. Risk assessment: for the reported device problem, the design and use/misuse fmeas, along with the risk assessment and control table (ract) were reviewed. The requirement not met for this issue is dis.syrs.11668: search for potential matches in the cross-donation check system (cdcs) for all donors. This is identified as a safety characteristic requirement and is associated with dis.haz.002: a donor is allowed to donate before the acceptable time period for donating. The associated hazard's pre-mitigation risk was remote in frequency and serious in severity. Risk control measures identified to mitigate the hazard to an acceptable risk are: 1. When the donor checks in at the center and initiates the self-administered donor questionnaire on the day of their donation, the dis performs an initial eligibility check on the donor. The check includes tracking of previous donation dates and logic that will identify a donor donating: 1.a. More than two times within a week or 1.b. Within two consecutive days. 2. The disallows the center user to electronically import donor and donation data for a donor who has been donating at another biolife center, including donation dates. The donor is then processed through the same eligibility check. 3. The biolife participates with the ppta initiative and uses the cross-donation check system (cdcs) which checks plasma donations across the industry to prevent multiple donations at different plasma locations. Additional system-based safeguard includes donors are required to complete a donor questionnaire each time they attempt to donate which asks them if they've donated at another center. Although this issue was related to dis not checking cdcs for competitors donations, the appropriate donation data continued being submitted to cdcs for our competitors to evaluate donor's appearing at their center for donations. Although no confirmed instances of exceeding donation frequency were identified, the potential existed because the cdcs check was not performed before the donor proceeded with donation processing. Out of an abundance of caution, this event is being submitted as an MDR. Testing and monitoring: after the issue was identified, a trackwise change control was created to document the change. The change is a resiliency fix intended to address downstream impacts resulting from donation synchronization failures. The fix is currently in development. Validation will be performed in accordance with biolife design control procedures, consistent with the quality management system regulations. Validation activities will be performed to confirm that dis system performance meets requirements for new or modified functionality. Validation deliverables, testing approach, acceptance criteria, and related elements will be defined in a validation plan before formal testing begins. Testing will be executed in accordance with the approved plan, and the completed validation results, software defects, and any deviations from the plan will be summarized in a validation summary report. Post-deployment activities will also be performed. For the first two weeks after implementation, biolife it will perform focused monitoring of the newly deployed software through daily reviews of all the support calls received. After this period, support will transition to ongoing monitoring through biolife's established complaint process, where any software anomalies identified during ongoing use are received as complaints and are evaluated, investigated, resolved, and reviewed by a trained biolife employee. If any software anomalies are identified during ongoing use, they will be received as complaints and will be evaluated, investigated, resolved, and reviewed. If any anomalies require changes to dis, it will follow the established change control process for routine or urgent changes. Immediate corrective and preventive actions remain under discussion. A follow-up report describing these actions, including estimated timelines for known activities, will be submitted to the FDA. Regulatory assessment: the resiliency fix intended to address downstream impacts resulting from donation synchronization failures does not modify dis's intended use statement. A risk-based assessment was performed to evaluate whether the identified hazards and hazardous situations, risk estimates, acceptability, control measures, risk-benefit analysis, and overall risk evaluation remained accurate. Upon completion of the review, it was determined that no new hazards or hazardous situations were identified and that the risk documentation remained accurate. Routine verification and validation activities will be performed to confirm the system functions as intended after introduction of the change. If routine testing produces unexpected results, regulatory will reassess the change and any potential regulatory implications. After thorough review, biolife determined that this change does not require premarket notification to the FDA. Instead, to comply with 21 cfr part 820, biolife documented the change within the quality management system (qms). Additional information about MDR 3016429887-2026-00006 will be provided in the next 510(k). Notification: dis is a blood establishment computerized software (becs) medical device software used exclusively at biolife plasma donation centers in the united states. As an internal-only application, biolife maintains full control of the dis lifecycle, including development, implementation in the production environment, and post-market monitoring. Immediate corrective and preventive actions remain under discussion. A follow-up report detailing our notification strategy will be submitted to the FDA.

Event description:
An issue was identified where a cross-donation check system (cdcs) inquiry was not performed for donor(s) when a donation sync timeout occurred during donor screening. A system investigation found that the cdcs inquiry is only triggered and executed following a successful donation sync (under 20 seconds). If the sync exceeds 20 seconds, an error is returned due to the timeout and the cdcs inquiry is not performed. A review of the dis database was completed on (B)(6) 2026 for donors without a cdcs check. The extent and impact are still being determined and a follow up will be submitted when finalized. Occurrences of processing times are unpredictable and time out errors associated with this donation sync failure are unable to be replicated in test environments. Additional safeguards for preventing cross donation include edq question(s) about donating plasma at another center, total protein level screening prior to each donation, arm checks prior to each donation and plasma donation check inquiries within cdcs from external donation centers. No adverse events have been directly associated with this issue to date. There have been no confirmed instances of exceeded donation frequency associated with this issue. Out of an abundance of caution, this event is being submitted as an MDR.